Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, the doctor concluded that the balloon loss of pressure was likely caused by the patient's anatomy. The review of the lhr (lot f1526602) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that there was a hole in the balloon. The balloon lost pressure during pull back. It was concluded that the balloon loss of pressure was likely caused by the patient's anatomy. A second mynxgrip vascular closure device was successfully deployed. The patient outcome was described as fine. Additional information was requested, but is not available at this time. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy.